Manufacturer narrative:
The mmsi final tightener ¿ x25 driver [product code: 2797-12-600, lot no: gm3747401] was returned to the complaints handling unit (chu) for evaluation. The driver tips were found to be stripped, matching the complaint description. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tips stripping cannot be determined from the samples and information available. A potential root cause may be the drivers not being seated fully flush to the set screw during tightening. This may have resulted in unexpectedly high stresses being applied to the hexlobes at the tip of the driver, stripping the hexlobes. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the screwdriver have been worn out. This of course is done over time.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.